Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their tooth broke. This tooth was attached to their bridge. They now have a void space where the broken tooth had to be extracted. Their aligners are not useable now and may cause more damage to their bridge. They reported that their dentist informed them to be careful with the bridge and they are unsure how long it will last. They will need to pay for another bridge and or implant at this point.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.